Manufacturer narrative:
Correction: h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06725; 2938836-2020-06726; 2938836-2020-06728. It was reported that patient¿s complete system was explanted due to pocket infection and pocket erosion. The physician noted a discharge coming from the pocket. Physician did not allege the device or implant procedure. But, the cause of infection was unknown. Pacemaker was implanted on same day to other side. The patient was stable.